Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 09-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cabinet was down. A technical support specialist walked the customer through powering on the all in one (aio) using the power button. Verified in the populate buttons screen that no drawers had failed. Customer confirmed successful login. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cabinet was down. The screen was off and did not turn on. There had been a brief power outage at the facility. The customer stated that they were unable to issue the medication there were no adverse events or injuries reported based on this event.